Manufacturer narrative:
Patient reported problems with swelling and muscle and joint pains. Patient has tested positive for allergy to implant materials. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient reported problems with swelling and muscle and joint pains. Patient has tested positive for allergy to implant materials.